Manufacturer narrative:
One i3 unit model cm1100 and accessory set was returned. During the investigation, visual inspection of returned material revealed damage to power supply showing frayed wire. Customer also reported sparking/smoke. It was determined to be confirmed due to the exposed and frayed wires on the power supply. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported smoking/sparking of the power supply. The patient electronics device and accessories were replaced and there were no adverse consequences reported by the patient.